Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that explant did occur (B)(6) 2018. Explant device was not obtained. The information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep.the no surgery has been scheduled at this time. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was shocked from their battery and fell down the stairs. They purposely let the battery deplete after this and the representative was unable to check the battery as it was overdischarged. The patient wanted the system explanted and surgical intervention was planned. No further complications reported.